Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Two inappropriate treatments happened during this event. Atrial flutter with rapid ventricular response at 162bpm and motion artifact contributed to the first false detection. Atrial flutter with rapid ventricular response at 172bpm and motion artifact contributed to the second false detection. The patient was in church at the time of the event. The patient was reported to have been conscious at the time of treatment. The patient was standing and received the treatments. A review of the downloaded data confirms the patient pressed the response buttons intermittently during prior treatment sequences but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The patient was taken to the hosp.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hosp after the treatment. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt (B)(4): 06/2010 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial(B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.